Event description:
External pacing was administered to 78 yr old female ICU pt undergoing a procedure to replace a failing implanted pacemaker. Pacing electrodes were attached to the pt in anterior/lateral placement. Periodically, unit allegedly stopped pacing and pacing leads off alarm was observed. All pacing connections were checked and observed to be secure. A second 9p defibrillator/monitor/pacemaker was made available and used. Again unit allegedly stopped pacing periodically and displayed a pacing leads off alarm. Each time external pacemaker shut off, operator would restart pacer and increase pacing current. Pt's outcome was described as ok.